Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as "high", although a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer administered a manual injection to address bg. Customer updated their pump settings to address the event.